Manufacturer narrative:
Date of event: this is an estimated date. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing number: 3006705815-2021-01606. It was reported that the patient is experiencing ineffective stimulation. In turn, surgical intervention may be pending to address the issue.

Manufacturer narrative:
The event of system explant due to ineffective stimulation was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received stating the scs system was explanted on (B)(6) 2021, which resolved the issue.